Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 259,990 joules. Additional information reported by the customer was the fiber was not tested prior to use. The beam was visible. During the procedure, the patient did not experience any harm as a result of the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from the use of the system.